Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 11 months, 4 days. Investigation summary: the patient remains ongoing on heartmate 3 lvas. A specific cause for the reported driveline infection could not conclusively be determined. The heartmate 3 lvas IFU lists infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had swelling, tenderness, redness and purulent drainage at the driveline site. On (B)(6) 2018. Patient was hospitalized and was on vancomycin for a day. Infection resolved on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Corrected information.